Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter was reverting to set up mode. The complaint was classified based on information obtained by the customer service representative (csr). The patient reported that the alleged meter issue began on (B)(6) 2019. The patient reported that she manages her diabetes using oral medication, diet and exercise, and that she made no changes to her normal diabetes management regimen in response to the alleged issue. The patient alleged that about 20 mins after the alleged issue she developed symptoms of ¿shaky¿. The patient confirmed no treatment was required or received in response to the alleged symptoms. During troubleshooting, the csr noted it was not the first time the meter was being used, and there was no evidence of misuse of the product. Csr noted that from the information obtained the issue occurred after removing/replacing the battery. The issue was resolved with trouble shooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began.